Manufacturer narrative:
The customer provided the cleaning, disinfection, and sterilization process stating that no pre-cleaning detergent is used and the automated endoscopic reprocessor (aer) used is soluscope 4. The air/water channel and auxiliary channel were aspirated and flushed with water. The aer detergent is cln and the aer disinfectant is paa. The manual detergent is aniosyme x3 and no manual disinfectant is used. The instrument/suction channel, suction cylinder, and instrument channel port were brushed using scopeclean manual brushes. The storage practice is using an eset hysis drying cabinet, and olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. This supplemental report is being submitted to provide additional information based on the information supplied by the customer.

Manufacturer narrative:
Please see also updates to b3, b6, d8, d9, h3, h4 and h6. This report is being supplemented to provide additional information based on results of third party testing (please see b6), the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted where - distal end cap cover --- insulation < threshold. - light guide rod lens (2x) --- cracked . - bending section rubber glue --- separated . - bending section rubber glue discolored . - scope cover --- cracked . - key top 1 --- unclear indication . - angulation --- less or specified value . - charged coupled device unit --- white dots. . However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope tested positive for 600 colony forming units (cfus) of candida guilliermondii on (B)(6) 2022. On (B)(6) 2022 the device tested positive for 9 cfus of klebsiella pneumoniae, 8 cfus of citrobacter koseri, 11 cfus of pseudomonas aeruginosa, and 50 cfus of achromobacter xylosoxidans. The operating channel was sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.